Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to one of three reported malfunctions which occurred during the procedure. It was reported to boston scientific corp that an alliance ii integrated inflation system device was attempted for use during an esophageal dilatation procedure performed in 2008. According to the complainant, the gauge needle was stuck. The device was replaced with a second alliance ii integrated inflation device.